Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 480 mg/dl with abdominal pain, nausea, and large ketones associated with a call service alarm. The reporter did not specify how the patient¿s bg was treated. The patient reportedly remained on the pump. Reportedly, the alarm had not occurred multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to inappropriate response to an appropriately emitted alarm.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 09/15/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the black box indicated data staring on 08/01/2016; the black box data from the time of the complaint was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).